Event description:
It was reported that the patient was not getting an adequate pain relief and the ipg had longer charge duration. The patient underwent a revision procedure wherein the ipg was replaced with an MRI compatible device. The explanted ipg was not returned by the medical facility.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.